Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No serious injury occurred; therefore, no medwatch was submitted from the user facility. This report will be updated when the investigation is complete. This is a reportable malfunction. This is the same event as 1043534-2009-00007.

Event description:
Allegedly screws heads broke off.